Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for strip lot 31404821. Refer to the medwatch with patient identifier (B)(6) for strip lot 36143823. At 7:30 am, the meter result was 8.0 inr with strip lot# 31404821. At 1:30 pm, the laboratory result with an unknown reagent was 4.82 inr. At 3:06 pm, the meter result was 8.0 inr with strip lot# 31404821. At 3:12 pm, the meter result was 6.5 inr with strip lot# 36143823. The laboratory result was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.0 inr to 3.0 inr. The customer was not anemic or polycythemic, had no antiphospholipid antibodies or lupus, no heparin or direct thrombin inhibitors, no new illnesses, no change in diet, and no symptoms of bleeding or bruising. The customer had begun taking two new antibiotics. The name of the first is unknown and was finished on (B)(6) 2019. The seconds antibiotic was acyclovir. The customer also had an increase in his metformin dose. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.